Event description:
A customer reported that during vitrectomy surgery, a system message displayed regarding inadequate balanced salt solution (bss) pressure. After unsuccessful attempts to clear the message and a surgical delay of ten minutes, second system was used to complete the procedure. There was no pt harm reported.

Manufacturer narrative:
The facility did not request service. The customer stated they were eventually able to use the anterior vitrectomy function as expected. No samples were returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unk at this time. (B)(4).